Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-08. H6: investigation summary: customer returned (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported about needle/shield separation from the barrel when removing the shield. The returned syringe was examined, and it was observed that the needle hub assembly was properly attached to the barrel; removing the cannula shield did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that when removing cap from 4 bd syringe 0.3ml 29ga 1/2in the needle hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing cap from 4 bd syringe 0.3ml 29ga 1/2in the needle hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.